Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sore throat, headache, runny nose, sneezing, and really dizzy and heaviness on chest, machine is also louder than normal has been expericing nausea, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sore throat, runny nose, sneezing, dizziness, heaviness in chest, and nausea. Patient also states the device is loud. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of knicks on the external front area of the top enclosure and bottom enclosure. An unknown dust contaminant was observed on the front panel, bottom enclosure, on the blower, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A contaminant consistent with keratin was observed to the blower box. Manufacturer also confirm the presence of degraded sound abatement foam residue in the blower box. Manufacturer observed an unknown dark contaminant around the internal portion of the iso port of the flip lid. A shiny, oil like substance was observed on the water tank lift tray. An unknown dust contaminant was observed on the lift tray, bottom enclosure, and under the rear panel. A piece of gray plastic-like particle was located inside the water tank. Manufacturer checked for power supply and power cord and confirm the device powers up, provides airflow, heated tube heats, and the heater plate heats. The device's event logs were downloaded and reviewed. No modem errors were logged. The manufacturer concludes there was unknown dust contaminant on the front panel, bottom enclosure, on the blower, and blower box, liquid ingress to the blower and blower box, contaminant consistent with keratin was observed to the blower box. Also they could confrm the presence of degraded sound abatement foam residue in the blower box. . Section d9, g3 and h6 have been updated in this report.